Event description:
Int'l complaint ((B)(6)) received reporting air in the lines with unknown dialysis set-up where d1000 tego connectors were in use. The (B)(6) 2014 event was reported as follows "on commencing dialysis air appeared to be entering the dialysis lines via the tego bung. Therefore failure of bung. Dialysis stopped until bung changed and integrity affirmed. Dialysis restarted." There were no reported adverse patient consequences. Additional relevant information including device return status; usage/set-up information although requested has not been provided as of the date of this report.

Manufacturer narrative:
A review of the MFR lot build database for the reported lot #2674764 (mfg. Date 04/2013) shows (B)(4) units were MFR tested inspected and released. There were no exception documents generated during the lot build. Conclusion: the involved devices were not returned for analysis and confirmation. The reported information did not identify any visual defects, component damages with the tego connectors. The exact cause(s) of the reported event are unknown at this time.